Event description:
On (B)(6) 2013, the pt's ipg was relocated due to the pt experiencing discomfort at the ipg site. Relocating the ipg resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.